Manufacturer narrative:
6/27/97-supplemental report #1 submitted to FDA.

Event description:
During an unspecified procedure, the cartridge did not fire completely. The surgeon used another device without patient injury.